Event description:
Philips has issued a world wide recall on their dream station auto CPAP devices due to health risks associated with a foam used in the production of the device. As requested by philips, I registered my device serial #(B)(4) for recall on september 22, 2021. The confirmation code for my registration is: (B)(4). I have not received a replacement device as promised by philips and the dangerous one remains in use in my home. I have tried several times to reach the company to resolve this and have had no satisfactory reply.